Event description:
Our rep is reporting that the distal portion of the expressew broke off into the pt's body. The fragment was retrieved and the case was concluded successfully without further incident or harm to the pt.